Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition, diagnostic imaging confirmed that two electrode contacts are out of the cochlea. A full insertion was reported at implantation. Furthermore, it was noticed that the device is rotated posteriorly in relation to the normal implant position, which most likely causes the observed discomfort when lying on the implant site. The problems described in the recipient report seem to match the damage found. This is a final report.

Event description:
The user reported experiencing intermittencies with sound when moving her head backwards, so the clinic requested med-el to be present for a programming appointment. The recipient also reported occasional discomfort in the last 2 years when lying on her left (implanted) side. The recipient was remapped, resulting in a 6-channel map. The decision at that time was to continue monitoring.

Manufacturer narrative:
Additional information: based on received information, damage to the active electrode likely caused by device minute mobility can be assumed. In addition, diagnostic imaging confirmed that two electrode contacts are out of the cochlea. A full insertion was reported at implantation. Furthermore, it was noticed that the device is rotated posteriorly in relation to the normal implant position, which most likely causes the observed discomfort when lying on the implant site. However, a device investigation is necessary to confirm a root cause. The recipient will be further monitored by the clinic. Re-implantation is considered but no date has been yet scheduled.

Event description:
The user reported to experience intermittencies of sound when moving her head backwards so the clinic requested a med-el staff be present for a programming appointment. The recipient also reports occasional discomfort in the last 2 years with lying on her left (implanted) side. The recipient was remapped and now has a 6 channel map. The decision at that time was to continue monitoring. Recipient will be monitored for 3 months. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported experience intermittencies of sound when moving her head backwards so the clinic requested a med-el staff be present for a programming appointment. The recipient also reports occasional discomfort in the last 2 years with lying on her left (implanted) side. The patient was remapped and now has a 6 channel map. Recipient will be monitored for 3 months after which reimplantation may be considered.